Event description:
It was reported that the ilet pump¿s top half of the touchscreen became unresponsive and the device displayed recurring alert 64 consistent with a haptic or touchscreen fault, with no evidence of external damage and unsuccessful resolution after restart. Symptoms included inability to interact with the user interface on the affected portion of the screen. Outcomes included interruption of normal pump usability requiring device replacement. Investigation included remote troubleshooting and assessment based on the reported alert and functional behavior. Investigation of this case revealed a device touchscreen or haptic subsystem malfunction consistent with an internal component failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen or associated haptic hardware. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: the device exhibited no evidence of external damage or abnormal wear. When placed on the charging pad, the device demonstrated intermittent and erratic charging behavior; in some instances, charging initiated as expected, while in others it failed to engage. When sufficient battery charge was present to allow operation, the display functionality was inconsistent, operating approximately 50% of the time. The device was subsequently disassembled for further inspection. Examination of the internal components revealed early-stage corrosion on multiple assemblies, consistent with fluid ingress. The source and composition of the fluid could not be determined. The presence of corrosion provides a plausible explanation for the observed intermittent electrical behavior. The customer-reported complaint of screen unresponsiveness was confirmed and is attributed to fluid ingress¿induced degradation of internal electrical components.